Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 412-413 mg/dl with high ketone levels; cause was not known. Customer delivered a correction bolus via pump to address bg level. Customer was admitted into the emergency room (ER) and treated with intravenous saline and insulin fluids. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.